Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unspecified pump error alarms. Customer stated was treated with manual injection for high blood glucose. No harm requiring medical intervention was reported. Customer will continue to use the insulin pump.